Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and the right ventricular (rv) lead exhibited low amplitude r-waves. Technical services (ts) discussed a defibrillation threshold (dft) test was done at device changeout with appropriate sensing and conversion. Ts recommended to continue to monitor. Also, oversensing of ventricular signals on the atrial channel was observed. Ts recommended reprogramming options. Ts also noted rv and left ventricular (lv) lead pacing impedances were low within range, around 270 ohms. Also, the rv lead shock impedance was stable around 45-50 ohms. This crt-d remains in service. No adverse patient effects were reported.